Event description:
It was reported that the mini vision stent delivery system (sds) would not cross the lesion. Upon removal of the sds, after the failed cross attempt, the stent dislodged in the coronary. Another co's balloon catheter was used to deploy the stent at an unintended site. The lesion site was treated by poba only.